Manufacturer narrative:
The customer¿s report of error code 255-16-275 during an infusion was confirmed. The pcu event log recorded that at 11:45 am on (B)(6) 2017 an infusion of zoledronic acid was started. Just prior to starting the infusion a safety clamp open alarm was generated momentarily. The user selected the pump module at 11:56 am and selected the restore key on the pcu. The user selected the start key and the pcu alarmed with a system error that was recorded as an 800.8000 error code in the error log. During testing the error event was duplicated. The pcu displayed error code 255-16-275 which is recorded in the error log as an 800.8000 error code. The root cause is a software issue in which the infusion state machines are out of sync between the pcu and lvp. When a system error occurs, all active modules will continue to infuse, but in an alarm state.

Event description:
The customer reported that after the site's software was upgraded from sw v9.5.32.2 to v9.19.1.2 on (B)(6) 2017 the nurse noticed that the pcu was not showing any vtbi on the screen even though the pump was still infusing and the drip chamber was dripping. Channel b was programmed to infuse arsenic trioxide at 142 ml/hr for 2 hours however this occurred 1 hour after the infusion was started. The nurse pressed the channel select button and the pcu displayed the vtbi however when the nurse selected restore the pcu displayed 255-16-275 error code and shut off. There was no patient harm.